Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had low flows without alarms on the system controller. The system controller was exchanged to the backup and it displayed zeros in all fields. The pt transported by emergency medical services to the hospital and the pump had stopped. The pt received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.